Event description:
Pediatric pt inserted a sensor wire into his abdomen on (B)(6) 2010. Pt wore the sensor without issue for three days before receiving an error message on (B)(6) 2010. Pt's mother reported that the sensor wire looked shorter than normal following removal and believes a fragment of the sensor wire was retained under the skin. Pt's mother reported that the insertion site was slightly itchy with a small bump, but that this was normal for her son following sensor removal. Pt and his mother were unable to see or feel any part of the sensor wire under the skin. Dexcom technical support followed up with pt and his mother on (B)(6) 2010. Pt's mother reported that the insertion site has healed well and pt has not experienced any pain or irritation.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm of necessity for intervention. Pt's mother was advised, per script, that in the rare instances when a broken sensor has occurred in the past, consulting physicians and surgeon have recommended not to remove the wire fragment as long as there are no signs or symptoms of infection or inflammation. In the event that signs or symptoms of infection or inflammation arise, such as redness, swelling, or pain, pt's mother was advised to consult the prescribing physician. Pt's mother was further advised that if there was no portion of the broken wire fragment visible above the skin, attempts to remove the wire fragment without medical guidance were not advised.